Event description:
An initial report of hospitalization was received by united therapeutics on 04-oct-2023 and forwarded to millyard advanced medical products, llc on 05-oct-2023. The physician's office reported that the patient was admitted to the hospital on (B)(6) 2023 for bleeding at their infusion site and an unspecified pump malfunction. The patient's wife later reported the pump alarmed multiple times for not being close enough to the remote, and to change the battery. It is unknown if there was any attempt at troubleshooting. The status of the backup pump was not reported. The patient experienced shortness of breath and was treated with IV remodulin. The patient was restarted on subcutaneous remodulin and discharged from the hospital. Materials related to the event were received 30-oct-2023. No issue was found with any of the returned batteries. Logs from remotes utrm0008491 (paired with pump utpm0011902) and utrm0008490 (paired with pump utpm0011903) show both systems generated adjust pump attention alarms, which is expected behavior when the pump detects potential occlusions. The logs leading up to these alarms are consistent with actual occlusions. Logs also show that utpm0011902 generated a pump battery low alarm. This alarm was generated when a partially charged battery was inserted into the pump, and is therefore expected behavior. Both systems functioned within specification as they accurately detected occlusion-like behavior and generated the respective attention alarms. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.